Manufacturer narrative:
Qn#(B)(4). A DHR review could not be conducted since the lot number provided (200386293) is not a valid lot number. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. Other remarks: null.

Event description:
The report states: they were not sealed and had a puncture hole in them. One of them did not even seem to be sealed at all. The holes were in the sterile packaging not the unit itself.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: they were not sealed and had a puncture hole in them. One of them did not even seem to be sealed at all. The holes were in the sterile packaging not the unit itself.